Event description:
The customer reports the active meter produced a result of lo (less than 10 mg/dl) with no blood applied to the test strip. No action taken on device result. No adverse event reported. Requested return of suspect device and replacement was sent.